Manufacturer narrative:
Method: though the device was not returned, implantech performed a review of the production records. (No errors or omissions were identified that might account for the reported events.) Results: no device problem was identified via review of the production records. No other reports of seroma or surgical revisions have been reported on this lot or associated sterile lot. Complaint rates remain low, and no increase in the frequency or severity of the devices has been identified. Conclusions: seromas are a known inherent risk of implant procedures and is addressed in the product labeling.

Event description:
Complainant reported that the gluteal implant was explanted 3 weeks post-operatively due to reccurring seromas. This is the same event date and same patient as in 2028924-2023-00007. This report is for the left side device.